Manufacturer narrative:
On june 14, 2021, mentor became aware that the incorrect common device name (field d2a) was inadvertenly submitted under the previous initial submission. It has been corrected on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown side deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a unknown size unknown saline implant and experienced unknown side breast implant deflation. As a result, the device was explanted on (B)(6) 2021.